Event description:
It was reported to physio-control that the customer's device could not be powered on with ac or dc power during device management education/training. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the power pcb assembly and determined that the cause of the reported failure was due to a capacitor, designator c4 on the power pcb assembly having shorted. This capacitor, designator c4 having shorted, caused a land to blow inside the board which prevented the device from turning on.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.